Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the cause of the high out of range impedance measurements were not determined, but believed to be transient in nature. It was noted there was no evidence of a lead fracture. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited a high out of range right ventricular (rv) pacing impedance measurement. It was noted to be an acute change. Further review found other acute spikes in impedance measurements over the last year. Technical services (ts) was consulted and discussed bringing the patient in for further evaluation to determine cause of the spikes in impedance measurements. The field representative is attempting to obtain further information from the clinic. The ICD and rv lead remain in service and no adverse patient effects were reported.